Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 9/28/93 and revised on 1/22/97 due to a "tubing fray." On 3/24/97 a resipump and two cylinders were returned for evaluation. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed a separation/leakage site in the serialized outlet's exiting tube near the strain relief/tube junction of the pump. Examination of the surfaces of the separation revealed markings characteristics of stress(es) induced rending. A confined area of abrasion is noted surrounding and penetrating this site and extending unto the strain relief. Within the area of abrasion a crease mark is observed. Further examination revealed the monofilament is retracted from its original position. Based on qa's examination and the limited info received. Qa concluded that while in-vivo the serialized outlet's tubing was partially kinked and abrading against itself and its associated strain relief. Qa further concluded that this positioning, combined with the repetitive over extending of the exiting tube during use, contributed to sufficient stress(es) to rend the tubing at this site.

Event description:
Device was removed due to a "tubing fray". The entire device was removed and replaced with another 2-piece inflatable penile prosthesis.